Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept rebooting. A field service engineer (fse) responded to a report that the device was displaying the system configuration window and accessed the system configuration to inspect and log into the device, allowing the system to return to the application and verifying the configuration. The fse reinstalled remote support, verified connectivity through remote support, reset automatic launch, and restarted the device to confirm normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, m-c10pccu device keeps reboot. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.